Manufacturer narrative:
Received one plp2520 in original opened package. Lot number was verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection using the esu system 7550 (c8406), the device functioned as intended. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: for procedures where visualization may be impaired, be alert of these potential hazards: the electrode tip may remain hot enough to cause burns after the current has been de-activated. Inadvertent activation or movement of the activated electrode outside of the field of vision may result in injury to the patient. Localized burns to the patient or physician may result from electrical currents carried through conductive objects. Current may be generated in conductive objects by direct contact with the active electrode, or by the active accessory being in close proximity to the conductive object. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing,qty20, was being used during a open liver resection procedure on (B)(6) 2023 when it was reported, ¿fingerswitch diathermy standard power setting 60 tip melted away. The surgeon was actually harmed today and burnt his finger, this was also whilst cutting through abdominal muscle.¿. There was no report of medical intervention or hospitalization for the user or patient. The procedure was completed as planned. Further assessment questioning found that the surgeon sustained a 1st degree burn with no medical intervention or hospitalization. The procedure carried on as normal. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing, qty20, was being used during a open liver resection procedure on (B)(6) 2023 when it was reported, ¿fingerswitch diathermy standard power setting 60 tip melted away. The surgeon was actually harmed today and burnt his finger, this was also whilst cutting through abdominal muscle.¿. There was no report of medical intervention or hospitalization for the user or patient. The procedure was completed as planned. Further assessment questioning found that the surgeon sustained a 1st degree burn with no medical intervention or hospitalization. The procedure carried on as normal. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.